Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering the correct amount of insulin, then had a no delivery alarm. Blood glucose level at the time of the incident was 572 mg/dl, which was treated with manual injections. Troubleshooting was not completed and the insulin pump was not replaced or returned for analysis.